Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Device remains implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as broken valve seat diaphragm valve. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device explanted.

Manufacturer narrative:
Corrected data: d6b.

Event description:
Healthcare professional reported a left side deflation. Device explanted.